Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 part of the jaw, piece of plastic broke on the cutter, came off in the patient and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. Specks of blood was also observed on the harvesting tool handle. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaw. The silicone insulation was peeled away at the tip of the cold jaw. The heater jaw was observed to be bent with no detachment of the silicone insulation. No other failures were observed. Based on the returned condition of the device, the reported failure mode ¿peeled; jaw¿ and analyzed failures "material twisted/bent; wire" and "material twisted/bent; jaw" were confirmed. Specific actions for the reported failure mode ¿peeled; jaw¿ and analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 part of the jaw, piece of plastic broke on the cutter, came off in the patient and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.